Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the situation, the customer replaced the cartridge and resumed insulin administration.